Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via a 6f sheath hole prior to an interventional pulsed field ablation (pfa) procedure. Reportedly, a prostyle device had gotten stuck in the patients access site; however, the physician was able to safely remove the prostyle with no harm to the patient. The physician believes that the device could not be removed because the suture was stuck in the o-ring. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a large-bore sheath, and the interventional procedure was completed. Hemostasis was achieved with the pre-placed sutures from the additional devices. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to difficult to remove the suture include, but are not limited to, suture does not release from the suture bearing, suture bearing opening too small, or burrs. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.